Manufacturer narrative:
Blocks b5: describe event or problem and h6: impact code have been updated based on additional information received on october 6, 2022. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2022. One week after the implant procedure, the patient complained of rectal bleeding and pain. A rectoscopy was performed with the suspicion of infiltration of the hydrogel into the rectal lumen. Actions taken by the physician to try to resolve the event included observation and magnetic resonance imaging (MRI). It was reported further investigations were planned; however no further information was available. The patient is currently asymptomatic, pain free, and in stable condition. ***additional information received on october 6, 2022 *** it was further reported that fiducials had been administered transperineally, and that rectal preparation had been completed prior to the spaceoar vue implant procedure. The further investigations planned by the physician included ultrasound scan and magnetic resonance imaging (MRI). It was also reported the patient has not received planned radiation therapy.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2022. One week after the implant procedure, the patient complained of rectal bleeding and pain. A rectoscopy was performed with the suspicion of infiltration of the hydrogel into the rectal lumen. Actions taken by the physician to try to resolve the event included observation and magnetic resonance imaging (MRI). It was reported further investigations were planned; however no further information was available. The patient is currently asymptomatic, pain free, and in stable condition.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).